Event description:
Related manufacturer reference number: 2017865-2022-10321. It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the atrial lead exhibited loss of capture. X-rays confirmed that the lead had dislodged. During fluoroscopy in the lab, it was also noted that the left ventricular lead had pulled back. The lv lead was repositioned successfully, and the ra lead was explanted and replaced. The patient was in stable condition throughout.